Event description:
According to the customer on (B)(6) 2022 his wife was using the rollator device getting into bed and when she went to sit, the devices left side brake did not hold and she lost her balance and fell to the floor. Per the customer she required the assistance of her family to get back to her feet and went to the emergency room where she was diagnosed with a left wrist and thumb fracture.

Manufacturer narrative:
According to the customer on (B)(6) 2022 his wife was using the rollator device getting into bed and when she went to sit, the devices left side brake did not hold and she lost her balance and fell to the floor. Per the customer she required the assistance of her family to get back to her feet and went to the emergency room where she was diagnosed with a left wrist and thumb fracture. No additional information is available at this time. The sample has been requested but has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated b4, g6, h 2 and 3: the sample was returned for evaluation and the customer reported issue was confirmed, however, a definitive root cause could not be determined at this time.